Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant. During the procedure, the physician attempted to connect two different right atrial (ra) leads into the port of this device and was not successful. Another device was used, and the lead was plugged successfully. No adverse patient effects were reported. This device has been received for analysis.